Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that when the customer sat at a table the pump fell to the floor. The touch screen cracked and pump was not functional. Reportedly, customer reverted to using another pump for insulin therapy. There was no reported impact to blood glucose.